Event description:
During a carotid endarterectomy, vascular patch tore during suturing. Patch was, however, implanted. There was no reported patient injury and the procedure was successfully completed.